Event description:
I had lasik at (B)(6) by (B)(6). I told the dr I had bad allergies and took allergy meds daily. I also told him I was nursing my child and it was very important to me. I also told him I had autoimmune disorders that wasn't a problem either. Since my life ended, I no longer can nurse my child, take allergy meds, taken by kind of medication. I can't go more than 30 mins without putting drops in my eyes. Both my under eyes have been swollen or puffy since the surgery, so I walk around in sunglasses all day and all night. It's a nightmare and I just want to die. I fear for my children to grow up without their mother but I don't know how much more pain I can take. Lasik ended my life, it's only a matter of time before I end my life and become pain free. Please pray for me. FDA safety report ID# (B)(4).